Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to performance decrement. The patient was re-implanted with a new cochlear device during the same surgery.